Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6) it was reported that during priming the rpm serial number 94006207 used with hl 20 console serial number (B)(4) displayed a runaway error. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) technician and the optical tacho board was found to be defective and was replaced. The device was functioning per specification after the replacement. (B)(4).